Event description:
It was reported that during a thoracic procedure, they had a problem in theatre today with a device misfire with the first cartridge that came with the gun. Did not feel right, the second reload misfired then the third again not happy with. The patient is okay but they had to over sew vessels.

Manufacturer narrative:
(B)(4). Wedge band bypass. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Pulmonary vessel. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) 2nd. What color cartridge was being used? White. What other color cartridges were used before and after this event? White white. Was buttressing material utilized? If so, which product?no. Was the instrument fired across or near an existing staple line or clip? Unknown. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Think so. Was there any difficulty removing the device from the tissue? No. The analysis results found that the device was returned in good condition and with a cartridge reload fully fired loaded. The cartridge reload (b) was fully fired. The cartridge reload (c) was partially fired and it was noted to have a wedge band bypass as the left side was 1/4 fired and the right side was fully fired. The cartridge lockout was found normal. In addition the cartridge deck and sled were found damaged. The damaged found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When the mechanism is forced the wedge band can bypass the sled. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference instructions for use for additional instructions. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended, the staple line was complete and the staples were note to have the proper b-formed shape. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process. A photograph was returned and reviewed by ees field quality engineer. The following summary was provided: "on the lower (left) side of the staple cartridge it appears that the sled was unable to push up the orange drivers beyond the 7th staple pocket. On the upper (right) side of the staple cartridge it appears as if the sled advanced and pushed up all the orange drivers. There are three staples visible on the staple cartridge. The most distal one on the tip has acceptable 'b' shape. The two more proximal appear to have some form but from the photograph I cannot determine it the forms are acceptable or not. The position of the orange drivers as seen in this photograph indicates that a solid or hard object may have been captured between the jaws. If a hard object gets caught between the jaws the object can get jammed into a staple pocket and/or the knife slot. Sometimes when this happens, the objects can jam preventing the knife and slides from advancing under normal force. If this resistance force gets high enough it can cause one of the metal wedge bands to shear off the side of the associated plastic sled. Resulting in the wedge band moving past the sled, hence the drivers do not get pushed up by the sled. I cannot determine a root cause based on analyzing one photograph of one cartridge out of three cartridges noted in the event description. However based on what I can see and based on the event description. It is my opinion that what may have happened is a hard object inadvertently got trapped between the jaws, and enough force was generated causing the wedge band lose contact with the wedge sled during the firing stroke on the left side of the staple cartridge knife slot."